Manufacturer narrative:
(B)(4). Jaws. The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object, or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position, or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a hand assisted laparoscopic nephrectomy procedure, the device fired a clip. It would load the next clip and then the clip would fall out of the jaws of the device. One clip fell into the patient. It was retrieved. A new device was used to complete the procedure. No patient impact reported.